Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) level was confirmed on (B)(6) 2017. "Tubing fill" and "cannula fill" processes completed, along with correction bolus request of 10.47 units a few hours before low bg level was recorded. During correction bolus request, user override bolus size. There were no erratic basal rate adjustments. If user did not disconnect during "tubing fill" process insulin would be delivered, and this could cause bg levels to drop. Overriding bolus size of a correction bolus could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl with a large level of ketones. A correction was delivered to address the bg level. After the correction, the bg level dropped to 40 mg/dl and juice was consumed to bring the bg level back in range. The cause of the high and low bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.